Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: in conclusion, the reported detachment of release pin was confirmed via returned device analysis and identified that the ball bearing was missing and not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported detachment of release pin and missing ball bearing appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the release pin knob detachment. It was reported that during preparation of the mitraclip clip delivery system (cds), the release pin fell out. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure successfully. There was no clinically significant delay in the procedure. No additional information was provided.